Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire was reported. The patient reported that when he changed the sensor on (B)(6) 2019, there was no wire on it like usual, so he wondered if it was stuck inside him. Further contact was made with the patient by dexcom¿s medical safety on (B)(6) 2019 and the patient reported that he went to urgent care for evaluation. An x-ray of the insertion area was performed and was negative for a foreign body in the insertion site. At the time of further contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.